Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up keypad button was intermittently unresponsive and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad. The contrast and down buttons had an intermittent response to testing. The ok and up buttons responded properly to testing. No buttons were observed to be sticking. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the keypad issue, a crack was observed along the battery compartment threads.